Event description:
Problem statement: the customer reported that the device failed to show a pressure alarm. There was no patient injury or harm reported. Complaint evaluation: the customer contacted philips remote customer service to report that a pic ix did not show a pressure alarm. A field service engineer (fse) was dispatched to the site to evaluate the device. The fse performed testing on the device but could not confirm the issue. Customer resolution and conclusion: it was reported a pic ix did not show a pressure alarm initiated from a patient monitor as expected. An onsite fse tested the device and could not confirm the reported issue. No parts were replaced. The pic ix was returned to use. It was arranged to observe the device for several days. The case was closed with no additional reports of alarm issues with the pic ix. The device remains in use at the customer site. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No the device was not in clinical use at the time. Was there any adverse event to the patient or user? If yes, describe? No there was no adverse event. If there was an adverse event, did the device cause or contribute to the adverse event, and how? There was no adverse event.

Manufacturer narrative:
Reporter institution phone # (B)(6).